Manufacturer narrative:
(B)(4) captures the reportable event on fiber broke. (B)(4) captures the reportable event of fiber misfire. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not yet available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018, that a flexiva 200 laser fiber was opened for use for a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a dornier 30w with laser settings of .6 j and 6 hz. According to the complainant, during the procedure, the laser fiber broke between the physician and the laser. Reportedly, light escaped from the fiber when it broke. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event on fiber broke.problem code 2532 captures the reportable event of fiber misfire. Block h10: investigation results: the fiber was returned broken into four pieces. The first piece measured approximately 110.2 cm from the top of the connector to the break. The second piece measured approximately 18.8 cm from break to break. The third piece measured approximately 25 cm from break to break. The fourth piece measured approximately 149.6 cm and included the entire distal tip. This piece included kinks. The condition of the returned device confirmed that the fiber was broken. The device was analyzed for signs of misfire, such as burn marks or defects in the jacketing at the break consistent with misfire, and none were noted. It is likely that the light seen and described by the customer was the aiming beam and no laser energy escaped. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use for a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a dornier 30w with laser settings of .6 j and 6 hz. According to the complainant, during the procedure, the laser fiber broke between the physician and the laser. Reportedly, light escaped from the fiber when it broke. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.